Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced needle anomaly, needle hard to remove, needle break. Customer reported that sensor does not come off the patch. The customer also reported blood at site. The event involved product(s) mmt-7040a. Troubleshooting was performed for needle break and customer was advised to return introducer needle and sensor. No further patient complications were reported. The customer will discontinue use of the sensor. Mmt-7040a was requested and the customer response was that the device will be returned.

Manufacturer narrative:
Investigation findings code - 2522. Following our receipt of the one returned used sensor and performed visual inspection and found liner tape attached to sensor base instead of the pedestal as noted in the comments by the customer, then inspected insertion needle for burrs/hooks and dull needle tip defects and none were found, introducer needle passed per specifications. In summary, the customer complaint of the liner anomaly was confirmed. The liner remained with the sensor base and shows some misalignment due to the failure to peel off. The customer complaint of needle anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.